Event description:
User reports 5 patient samples that initially generated results close to zero for glucose and calcium, which when repeated on same analyzer generated normal results. Sample 1, initial calcium gave 0.2 mg/dl; repeat gave 10.4 mg/dl. Sample 2, initial glucose gave 1 mg/dl, repeat gave 106 mg/dl. Sample 3, initial glucose gave 0 mg/dl; repeat gave 108 mg/dl. Sample 4, initial glucose gave 0 mg/dl; repeat gave 108 mg/dl. Sample 4, initial glucose gave 1; repeat gave 108 mg/dl. Sample 5, initial glucose result gave 0 mg/dl; repeat gave 100 mg/dl. Erroneous results were not reported. The field service rep was unable to determine the cause for the erroneous low results. Performed mechanical and performance tests, which were within specs.